Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high threshold measurements, pacing impedance measurements of 500 ohms and low amplitude measurements. The rv lead appeared to be receded even though the helix was properly extended. The rv lead was explanted and replaced. No additional adverse patient effects were reported.